Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a right heart catheterization due to a dampened waveform. The dampened waveform is believed to be due to the patient's vessel size not being the appropriate diameter. The actual vessel size was unable to be determined due to vessel occlusion that occurred during the right heart catheterization procedure when contrast was injected. Further surgical intervention may take place in the future.